Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged kidney disease and renal cell carcinoma. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged kidney disease and renal cell carcinoma. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected. Box h was updated in this reported.